Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2013 due to patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2013 was due to pain, stiffness, loosening of femoral stem, shortening of right leg, and intraoperative femur fracture. The patient's operative report noted grayish fluid, staining from synovitis, scarring, a loose stem, widening of the metaphyseal area, and erosion of medial wall of acetabulum. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2013 due to patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-02834/ -02836/ -02837/ -02838).